Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/03/2017. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the mesh was implanted. Following the procedure, the patient experienced vaginal extrusion and bladder outflow obstruction along with recurrent uti caused by synthetic mesh. The patient underwent a surgical excision and repair of injury. It was also reported that this re-operation was difficult. The mesh had contracted with significant tension and also eroded through vaginal skin. No further information is available.